Event description:
It was reported, that the pump could not be charged using the tandem-provided usb cable. There was no reported impact to the customer's blood glucose level. The customer was able to charge the pump with a secondary usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.